Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6: investigation findings - 4112 analysis of information provided by user/third party labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2023, the patient developed a skin reaction that consisted of a rash with redness and a scar under the sensor patch adhesive. After the event the area was treated with an over the counter topical cream (neosporin) which started on (B)(6) 2023. The reported scar was present more than 3 months after the skin reaction occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.